Manufacturer narrative:
H6: investigation findings and investigation conclusion codes.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The landing length of each bilateral common iliac arteries were short. The patient tolerated the procedure. On unknown date, at the four (4) year follow up, computed tomography revealed that the aneurysm had decreased in size. On unknown date, at a blood test, a fibrin degradation product (fdp) value was increased. On (B)(6) 2021, a reintervention to place an additional stent graft to extend the leg to the right external iliac artery with coil embolization of the right internal iliac artery was performed. No endoleak was observed. Since the landing length into the common iliac artery was short, this reintervention to extend the right leg was performed preventively. The physician stated that an additional stent graft might be preventively placed to extend the left leg in the future.